Manufacturer narrative:
Additional 510(k) - k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cuff of a portex® bivona® adult tts¿ tracheostomy tube was found to be asymmetrical. Cuff patency was tested prior to use. Sterile water was used to fill the cuff. The issue occurred immediately upon use, and was discovered when the ventilator alarmed insufficient tidal volume. The respiratory therapist removed the tube and found the cuff to be asymmetric. The patient had increased carbon dioxide, decreased oxygen, and decreased blood pressure, and was transferred to the intensive care unit for emergency treatment. After treatment, the tracheostomy tube was replaced. At the time of the report, it was noted that the patient was in stable condition. No permanent injury was reported, and the outcome of the event was reported to be resolved.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device did not detect any defects. Functional testing involved an inflation test and dimensional test and found the device to meet manufacturing specifications. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.